Event description:
Customer reports fiber leak at the onset of treatment on reuse number 5. This was noted by a blood leak alarm. Estimated blood loss was 200cc's. Pt was given 500cc's replacement fluid. No pt injury or medical intervention reported.